Event description:
Essure implanted in the office with trouble implanting the left coil. Depo shot given at same time for birth control until scarring occurred and devices were confirmed in correct position. Problems with essure started almost immediately. With abdominal pain and constant bleeding. The day of the procedure, I had what my ob/gyn described as normal cramping and slight bleeding. A few days later, I started having large amount of bleeding and pain in the area where the coils were placed. I went back and forth to the doctor many times to have the bleeding checked and to see what was happening, nothing was ever found. There was never any lab abnormality associated with the coils. The coils were confirmed to have been scared and everything was in a good spot with the coils. I was at my desk one day and ended up doubled over in pain. Felt as though I was being stabbed. I was taken to the emergency room and was admitted for a few days with no resolution in what was going on. I was discharged and took my son to the movies and the same pain returned while I was driving. I was taken back to the ER via ambulance and once again no resolution besides pain medication and nausea medications. Once again a return to the ob/gyn and he agreed to have the coils removed. In (B)(6) my ob/gyn decided to take the coils out. As was told to me, I was his only patient that had problems with the coils. I underwent a salpingectomy (B)(6) 2011. All of the pain, stopped almost immediately. I continued to have heavy bleeding that was 3 years later handled with another procedure. All other symptoms, nausea, vomiting, weight gain, bloating, pain, extreme lethargy, extreme thrust and critically low iron all were corrected within the last 3 years. The extreme bleeding was treated with a uterine ablation in (B)(6) 2014 and 11 iron infusions completed my treatment. All of the symptoms seem to have resolved. (B)(4).